Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received in a tray along with other items. The samples was visually inspected and found non-conforming with orange/brown foreign material on the probe needle. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off of the probe needle and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a product fit issue. The fit issue was due to the foreign material on the needle. The exact source of the foreign material cannot be determined from this evaluation; however the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue due to the foreign material easily wiping off. No specific action with regard to this complaint could be taken because the product met specification once the foreign material was removed. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the shaft part of the vitrectomy probe got caught with the trocar and he was unable to pull out during a procedure. The stuck part was removed with the trocar. The procedure was completed after replacing the product with another one. There was no harm to the patient. This is one of two reports for this event.